Event description:
Caller reported a cgm error 42, indicating a sensor issue. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller through the process, successfully resolving the issue as the cgm error did not reappear, allowing the caller to start their sensor session without further problems.